Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer explained that he attempted multiple different scopes, but they all had the same issue. Tac recommended cleaning the video scope contact points, but that was also unsuccessful. The customer continued to note that when first plugs in the device, he is able to get an image; however, when attempting to fully seat the cable, the color bars appear. After receiving this information, tac informed the customer that the unit would need to be returned to olympus for evaluation and possible repair. The customer declined the request for return claiming that he would initial later after discussing it with management. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while setting up a room, his staff was unable to get an image from their olympus evis exera ii video system center. According to the initial reporter, only color bars were present intermittently when manipulating the cabling. There was no patient involvement during this event. This event is related to the event with patient identifier (B)(6) (cv-180, serial number: (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.